Manufacturer narrative:
(B)(4). Batch # n56782. The analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was a received with the drivers partially advanced and the staples protruding, with the washer not fully cut and with the knife recessed below the reload deck. This condition is consistent with the device being partially activated, or and obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an exploratory laparotomy with sigmoidectomy procedure, the first firing of the device was fine. For the second firing, the device was loaded with a green reload and closed on tissue. Before firing, the surgeon decided to adjust the placement of the device, so the device was unclamped. When the surgeon tried to place it again, the closing handle would not close and there were some loose staples noticed in the surgical field. The device was removed from the case and graspers were used to retrieve the staples from the surgical field. Another like device was used to complete the procedure. There were no adverse consequences for the patient.